Manufacturer narrative:
Product complaint # (B)(4). Investigation summary corail standard 10 operated in [date removed] broke on saturday [date removed]. Was then revised the day after. Unfortunately, the stem was thrown away, but we have attached x-ray. The product was not returned to j&j medtech orthopaedics, however a x-ray was provided for review. See attachment corail 10 standards. The x-ray investigation revealed that the neck of the corail2 std size 10 is fractured. There is no indication that a material or manufacturing issue has caused or contributed to the reported event. However, a definite root cause cannot be established due to there being multiple factors that may influence implant failure. Consideration must be given to all potential influences including but not limited to surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: corail2 std size 10 product code: 3l92510 lot number: 9432718 and no non-conformances or manufacturing irregularities were identified related to the reported failure mode. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail2 std size 10 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: corail2 std size 10 product code: 3l92510 lot number: 9432718 and no non-conformances or manufacturing irregularities were identified related to the reported failure mode. Device history review a manufacturing record evaluation was performed for the finished device product description: corail2 std size 10 product code: 3l92510 lot number: 9432718 and no non-conformances or manufacturing irregularities were identified related to the reported failure mode.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corail standard 10 broke post-operatively. The patient then revised the day after. The patient has gone through one earlier revision where they changed the head.